Event description:
It was reported that the backup battery was exchanged on (B)(6) 2020 due it having 6 months left of battery life. The controller was exchanged and the alarms resolved. The cause of the high backup battery usage is not totally well understood. There were a few incidents where the mobile power unit came unplugged but not enough to explain the high number of uses.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient backup battery was changed on (B)(6) 2020 and on (B)(6) 2020 patient had battery fault with alarm. The backup battery was replaced again. Upon interrogation patient had 41 cumulative uses of backup and currently has 15 months of backup battery life left. Log file analysis did not show any unusual events. The mentioned event were not noted in log file analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the backup battery was unable to be connected and failed the step of operating on the backup battery and putting the device in sleep mode. It was noted there was damaged/missing piece on the backup battery ribbon cable connector. The finding of the damaged/missing piece of the connector could not be correlated to the reported backup battery fault alarm and will be considered an additional finding. The reported event of a backup battery fault alarm could not be confirmed with the returned system controller (serial # (B)(6) ). The log file retrieved from the returned device did not capture any backup battery fault alarm events. The returned system controller and 11v backup battery was functionally tested using laboratory equipment. An unexpected backup battery fault alarm was unable to be reproduced. A root cause could not be determined during the analysis. A log file extraction is recommended, after an alarm occurs, to assist in determining the fault code associated with the alarm. A root cause that contributed to the total value of ¿41 cumulative uses of backup¿ could not be determined through this evaluation. As per the software document, the system controller shall count the number of times (¿patient use¿) the backup battery is used regardless of the duration. The system controller will store this count for the duration of use. The log file retrieved from the returned device captured data that indicated the system controller was exchanged on january 20 with a count value 41. When both power cables were disconnected, this count value increased to 42. The log file did not capture any event for the previous 40 counts. Laboratory testing of the device was able to induce additional counts and was confirmed to be functioning as per design. Heartmate 3 patient handbook rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) ) was shipped to the customer on 09may2018. No further information was provided. The manufacturer is closing the file on this event.